Event description:
It was reported that the patient returned home from hospital with urinary tract infection. It was stated that the patient did not want to use the purewick female external catheter because it was staying moist and they believed that it was causing urinary tract infections. The caregiver stated that the patient was also on antibiotics and that could have caused it. Representative assured the patient that the purewick did not cause urinary tract infections. It was noted that the patient had been using the products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient returned home from hospital with urinary tract infection. It was stated that the patient did not want to use the purewick female external catheter because it was staying moist and they believed that it was causing urinary tract infections. The caregiver stated that the patient was also on antibiotics and that could have caused it. Representative assured the patient that the purewick did not cause urinary tract infections. It was noted that the patient had been using the products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " inadequate system design". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). [Note the letters correlate to a diagram within the IFU]. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. The device is on but is not suctioning properly. 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter. Replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up. ¿ canister or tubing appear cloudy. ¿ canister or tubing appear discolored. ¿ canister becomes cracked. ¿ tubing becomes torn. ¿ purewick¿ external catheter no longer securely connects to collector tubing. Failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.